Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the device was found in standby mode upon a f/u performed 1 month and a half after implant. The physician asked for clarifications about the reported behavior.